Manufacturer narrative:
Pc-(B)(4). Additional information: d10, h6 additional h3 investigation summary: a suture piece of product code j602h was received for analysis. During the visual inspection of the suture piece, body fluids and tissue due to use could be observed. Due to condition of the sample received no functional test could be performed. The product code j602 contains an absorbable suture and the time of exposure of suture to the environment could not be determined. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. It could not be determined what may have caused the reported incident .

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phm383, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: sample return status ? =>we regularly contact with sales rep about the device returning. Was there any precipitating stress factor for the sutures breakage post-op? =>the patient coughed. Any patient consequences or adverse event outcome? =>the suture was broken. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement ? =>no further information is available. What intervention was performed for this suture event reported ? =>no further information is available. Was an additional procedure or re-operation performed or planned for patient? =>no further information is available. If yes- date of the re-operation? Patient current condition? =>no further information is available. We will update the note if we get the additional information.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. Post-op, when the patient coughed, the suture was broken. There were no adverse patient consequences reported. No additional information was provided.